Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins had out-of-range impedances on contacts 13, 14, and 15 when measured at 3v. The impedances were >40,000 ohms. The cause of this issue was unknown however no action was being taken as the patient was not using the high impedances contacts. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported a reprogramming intervention happened using electrodes that do not have a high impedance on (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that electrodes 10, 11, 12, 13, 14, and 15 had high impedances. It was noted that the event was related to the device or therapy and not related to the implant procedure. No actions were taken and the event was ongoing. No further complications were reported/anticipated.